Event description:
Healthcare professional (hcp) reported two incidents of patient reactions with the psn 210 dialyzer occurring with the same patient. It was reported that the first incident occurred approximately two months ago. At the start of treatment, the patient experienced chest tightness, shortness of breath, choking, nausea, and anxiety. Treatment was stopped and the patient was administered nitrogylcerine .4 mg sublingually and diphenhydramine 50 mg po with relief. Treatment was resumed with a ca dialyzer and completed without further incident. Hcp reported that the second incident occurred in 2003 and the patient experienced chest tightness, shortness of breath, choking, nausea and anxiety. Treatment was stopped and the patient was administered nitroglycerine .4 mg sublingually and diphenhydramine 50 mg po with relief. It was reported that the patient was sent to the hospital via ambulance. The patient was discharged in 01/2003 with a diagnosis of chest pain syndrome due to dialyzer membrane or sterilant, hypertensive urgency, diabetes mellitus, history of lipid dysfunction, ischemic cardio myopathy, depression and anemia. Per hcp, the patient has since dialyzed on a psn 140 dialyzer without incident.